Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic decomp filter, oil mist filter were replaced and the line of the oil mist filter was cleaned to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 06/22/2016.

Event description:
A customer reported an event of a "smoke" (haze) emitting from the sterrad® 100s sterilizer. The affected load was reprocessed. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The serial number of the unit is (B)(4), not the lot number. Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter and oil mist filter were not returned for functional evaluation. The assignable cause of the haze/mist/vapor issue is the oil mist filter and catalytic converter. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.